Event description:
It was reported that the pk dissecting forceps instrument was had broken tips and loose tips from the orange housing. The device was not used on a patient. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint broken tips loose tip from orange housing is not confirmed. Finding is broken pitch cable. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.